Event description:
It was reported that there was black coloring coming off of the sterilization case. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was not returned to the MFR for an investigation. The account was sent a replacement case.